Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer connected the pump to a power source to charge and subsequently, a temperature alarm occurred on (B)(6) 2016. In addition, the pump battery would not charge properly and the battery gauge jumped up from 3% to 100% within minutes. The battery then depleted from 100% to 45% within 3 hours. The customer was also having issues charging the pump despite attempting multiple power sources the day of the call with tandem technical support. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
Temperature alarm - 213, 71.